Manufacturer narrative:
Age/date of birth: (B)(6). Date of event: the exact date of event is unknown, not provided, but the best estimate is between the study start date (june 2010) and actual study completion date (september 2012). Explant date: not applicable, as there is no indication that the lens was explanted. Phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. Citation: ngumah, q. (2014 ). Evaluation of 3 intraocular lenses following lens extraction. U.s. National library of medicine (clinicaltrials.gov identifier: nct01122576):pp.1-62. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: evaluation of 3 intraocular lenses following lens extraction a randomized interventional study was done to evaluate the efficacy and subject satisfaction of three different FDA approved lenses for adults over 40 years of age who desire a reduction in spectacle dependence. A total of 156 eyes of 78 subjects were enrolled but only 73 completed the study. All subjects underwent small incision cataract surgery and were either implanted with crystalens ao (n=52 eyes of 26 subjects), restor (n=50 eyes of 25 subjects), or tecnis multifocal iol (n=44 eyes of 22 subjects). At 4-6 months, in the tecnis multifocal iol group, the objective scatter index (osi) was reported with a mean (standard deviation) of 1.8318 (0.9840) indicating some degradation but otherwise normal vision. At 4-6 months, in the tecnis multifocal iol group, monocular halo was reported with a mean (standard deviation) of 1.8 (0.7) and monocular starburst was reported with a mean (standard deviation) of 4.5 (1.2). Additionally, binocular halo was reported with a mean (standard deviation) of 2.0 (0.9) and monocular starburst was reported with a mean (standard deviation) of 4.5 (0.9). These were measured using a glarometer on integer scales of 1-5, where the smaller the number, the better the outcome. Adverse events reported at 6-months for the tecnis multifocal iol group include mild vitreous hemorrhage that resolved in 38 days (n=1), corneal edema (n=2), and punctate keratitis (n=2). There are no indications in the article of any interventions provided. A copy of the article is provided with this report.